Event description:
It was reported that the patient presented remotely on (B)(6). Upon review, it was found that the atrial lead exhibited inappropriate mode switch due to noise over-sensing. No intervention was performed. Patient condition was stable.